Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged patient received a 227 mg/dl result on the advantage system at 7:30 am while he was confused. Reporter stated that the nurses did not treat the patient until after the result of 29 mg/dl was reported from a lab draw taken at 8:30 am. Reporter could not specify how the patient was treated but that he was being treated as he was taken to another facility. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.